Manufacturer narrative:
Manufacturer reference number: (B)(4). Mfg date: since the lot number was not provided, this information cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was cervical dysplasia, vaginal prolapse, and stress urinary incontinence. The procedure performed was a cold knife cervical cone biopsy, anterior and posterior colporrhaphy, mid-urethral sling, and cystoscopy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.